Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was giving a constant vcn alarm for one transmitter every 10-15 minutes. This alarm was causing the waveforms to disappear. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was giving a constant vcn alarm for one transmitter every 10-15 minutes. This alarm was causing the waveforms to disappear. No patient harm was reported. Investigation summary: the reported device was sent in for an exchange and evaluation. During the evaluation of the returned device, nihon kohden repair center (nk rc) was able to confirm the vco failure as well as signal loss with the zm transmitter. The cause of the vco failure is related to the failure of the main board. Hardware failure of the main board is likely to have occurred. Hardware failure could come as a result of physical damage, fluid damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or device placement. Electrical damage could occur during a power outage or power surge. Signal loss is also likely a result of hardware failure of the main board or other components. A complaint history review does not show additional complaints relating to a vco failure reported with the zm-531pa transmitter. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 09/15/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/20/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 09/27/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. D10 concomitant medical device: the following device was used in conjunction with the zm transmitter: cns: model #: ni serial #: ni.

Manufacturer narrative:
Corrected information: d4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was giving a constant vcn alarm for one transmitter every 10-15 minutes. This alarm was causing the waveforms to disappear. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the transmitter is showing an alarm/alert on the central nurse station that the transmitter is connected to every 10-15 minutes and when this alert comes up, the wave forms disappear. No patient harm was reported. Nihon kohden technical support sent an exchange unit to the customer.

Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitter is showing an alarm/alert on the central nurse station that the transmitter is connected to every 10-15 minutes and when this alert comes up, the wave forms disappear. No patient harm was reported. Nihon kohden technical support sent an exchange unit to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.